Event description:
Information was received from a patient receiving unknown morphine via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient went to their healthcare provider (hcp) yesterday for a refill and the hcp saw a code on the ptm that he had never seen before, code 528. The patient said the code said potential underdose, the pump motor has stalled and recovered for some reason and they were wondering if patient had gotten an MRI or something and patient said they had not had an MRI since the last pump update four years ago. The patient confirmed the code cleared on its own and the patient did not have anything in their home that could have caused the code. The patient mentioned that the pump had given them an alarm in the past but not this time or in the past recent months. The troubleshooting steps that were taken on the call resolved the issue. The patient reported no symptoms. The manufacturer's patient services specialist (pss) reviewed meaning of code and redirected patient to their hcp and manufacturer representative for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.